Event description:
It was reported that after placing a guide wire in the distal rca vessel, the powersail balloon catheter was passed onto the guide wire with some difficulty. At this point the purple tip appeared to be not quite c0-axial. The balloon was then removed and re-cleaned. Further attempts to advance the balloon resulted in the balloon sticking on the guide wire. Force was required to remove the balloon catheter again from the guide wire and the tip separated from the balloon catheter shaft. The purple tip was removed from the guide wire using forceps.